Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted; give date: unknown, information not provided. Section d6b: if explanted; give date: not applicable as lens remained implanted. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to gather more information but no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was observed at the edge of the intraocular lens (iol) haptic after the lens had been implanted into the patient¿s eye. The iol was not replaced. The procedure was completed after the surgeon adjusted the lens position. There was no treatment delay and no additional interventions were required. No further information was provided.